Event description:
Caller alleged discrepant results on one pt using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.8, lab: 8.6. Date: (B)(6) 2011, inratio: 2.8, lab: 7.8. No pt info provided.

Manufacturer narrative:
Investigation pending.